Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removed'). In an adult female patient who had essure (batch no. 50700145, 50700146), inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted, for date of insertion: (B)(6) 2013(as per mr). Lot number#: 50700145, 50700146. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter information, lot number, rcc note added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of coiled silver colored wires.') In an adult female patient who had essure (batch no. 50700146-inv,50700145) inserted for female sterilisation. The patient's medical history included paratubal cyst, endometrial polyp, pelvic pain and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2013 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: gross description: received in formalin labeled with the patient's name, medical record number, and "right and left fallopian tubes, right/left essure" are 2 fallopian tubes with fimbriated ends and multiple additional small fragments. The small fragments measure 2.4 x 1.0 x 0.3 cm in aggregate. The first fallopian tube measures 7.5 cm in length with an average diameter of 0.4 cm and has a tan tubular cross section. Representative portions are submitted in cassette 1 and the remnant is wrapped for future identification. The second fallopian tube measures g.7 cm in length with an average diameter of 0.5 cm has a tan tubular cross section and a paratubal cyst near the fimbriated end. Representative portions are submitted in cassette 2. Also received are fragments of coiled silver colored wires. B. Received in formalin labeled with patient name, medical record number and "uterine polyp" is a single tissue bag containing multiple fragments of tan soft tissue measuring 3,0 x 2.8 x 0.2 cm in aggregate, submitted in toto 2 cassettes. Lot number reported (50700146) is not valid. Lot number: 50700145, manufacture date: 2012-11, expiration date: 2015-11. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : device breakage. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received: previously reported event medical device removal replaced by event device breakage. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removed'). In an adult female patient who had essure (batch no. 50700146-inv,50700145), inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted, for date of insertion: (B)(6) 2013 (as per mr). Lot number reported (50700146) is not valid. Lot number#: 50700145, manufacture date: 2012-11, expiration date: 2015-11. Most recent follow-up information incorporated above includes: on 11-aug-2020, update of information (batch is not valid). On 13-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of coiled silver colored wires.') In an adult female patient who had essure (batch no. 50700146-inv,50700145) inserted for female sterilisation. The patient's medical history included paratubal cyst, endometrial polyp, pelvic pain and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2013 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: gross description: received in formalin labeled with the patient's name, medical record number, and "right and left fallopian tubes, right/left essure" are 2 fallopian tubes with fimbriated ends and multiple additional small fragments. The small fragments measure 2.4 x 1.0 x 0.3 cm in aggregate. The first fallopian tube measures 7.5 cm in length with an average diameter of 0.4 cm and has a tan tubular cross section. Representative portions are submitted in cassette 1 and the remnant is wrapped for future identification. The second fallopian tube measures g.7 cm in length with an average diameter of 0.5 cm has a tan tubular cross section and a paratubal cyst near the fimbriated end. Representative portions are submitted in cassette 2. Also received are fragments of coiled silver colored wires. B. Received in formalin labeled with patient name, medical record number and "uterine polyp" is a single tissue bag containing multiple fragments of tan soft tissue measuring 3,0 x 2.8 x 0.2 cm in aggregate, submitted in toto 2 cassettes. Lot number reported (50700146) is not valid. Lot number: 50700145 manufacture date: 2012-11 expiration date: 2015-11. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.